Event description:
A customer reported observing a biased glucose result for one patient sample. Biased result of this magnitude could result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the analyzer was operating as expected and the customer observed clots in the sample which could lead to biased results. After removing the clots, testing was repeated and acceptable results were obtained. The root cause of this event is user error.